Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar eco catheter, model # m-5723-18, s/n: (B)(4). Pentaray nav eco catheter, model # d-1282-11-s, lot # 17662438l. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for right atrial flutter with a thermocool smarttouch bidirectional sf catheter and suffered bleeding requiring abdominal computed tomography (CT). Access was obtained via the hepatic vein. During the procedure, the patient became hypotensive and bleeding was confirmed via intracardiac echocardiography (ice). No immediate intervention was administered. Remainder of procedure was aborted. Patient was reported to be in stable condition. Hepatic surgeon performed an abdominal CT to assess the severity of bleeding. Fluid was detected in the abdomen. Venogram was inconclusive. Hemoglobin was low. (Unspecified). Patient required extended hospitalization as a result of the adverse event for monitoring and to recover from anesthesia. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition, as pre-existing health issues (unspecified) did not allow for femoral venous access, therefore, hepatic venous access was necessary. Medical history includes scoliosis, atrial septal defect (asd) repair, and pulmonic valve replacement. Physician indicated that hepatic bleeding was caused by the access needle (brand-unspecified).